Manufacturer narrative:
Investigation summary a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 2332175. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use experienced foreign matter, contaminated. The following information was provided by the initial reporter: when removed from the package for compounding, a bd 50ml syringe was discovered to have dark particles on the plunger. Upon inspection, the syringe looks like it is soiled, with raised brown matter affixed to the plunger. The syringe was stored in a temperature-controlled environment and the package integrity looks appropriate. All remaining syringes onsite with the same lot number do not appear compromised. Response received 22 jun 2023 -is the foreign matter able to be removed or is it embedded plunger? ¿ embedded in the syringe affixed to the plunger.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use experienced foreign matter, contaminated. The following information was provided by the initial reporter: when removed from the package for compounding, a bd 50ml syringe was discovered to have dark particles on the plunger. Upon inspection, the syringe looks like it is soiled, with raised brown matter affixed to the plunger. The syringe was stored in a temperature-controlled environment and the package integrity looks appropriate. All remaining syringes onsite with the same lot number do not appear compromised. Response received 22 jun 2023 -is the foreign matter able to be removed or is it embedded.